Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a routine device change out procedure. At that time, this lead was surgically abandoned and replaced. No adverse patient effects were reported.